Event description:
Right rupture. A 41 yr old white g1p1 female status post bilateral submuscular inframammary 255cc surgitek gels for augmentation 7-28-82. Pt developed some firmness 1 yr later which responded to massage. No history of trauma. Positivie systemic complaints of: arthralgias, myalgias, paresthesias, fatigue, neurocognitive problems, hair loss, rashes, shortness of breath, and gastrointestinal/genitourinary problems etc. Diagnosed with hypothyroidism, but otherwise healthy nonsmoker. Mammogram positive for induration, not rupture. On exam positive for bilateral grade iii contractures rt greater than left. Surgery 10-6-94 positive for rupture with cohesive gel "min cloud/mod yell" w/moderate capsular and granulomatous changes left greater than right. Right had dense "histo"; left marked weights, bilateral 250 gms.